Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect of dissection is listed in the xience pro 48 everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2020, the patient presented with a recent st elevated myocardial infarction (stemi) and a percutaneous coronary intervention (pci) was performed. Pre-dilatation was performed on the proximal right coronary artery (rca), 80% stenosed lesion and a 3.0x48mm (1017300-48, 9080641) xience pro stent was implanted. Following, a dissection occurred, treated and overlapped with another stent, a 3.5x8mm (1500350-08, 8010541) xience pro stent. The dissection resolved. Reportedly, the angiographic results were acceptable, 0% stenosis and timi flow iii. There was no device malfunction. No additional information was provided regarding this issue.